Event description:
The patient received his scs system on (B)(6) 2010 including an ipg. It was reported the patient no longer has stimulation. The charger and programmer can no longer locate the ipg. A new charger was sent to the patient to help resolve the issue, but was unsuccessful. The patient is scheduled to meet with his doctor to discuss the next course of action. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.